Event description:
A customer reported the equipment presented interference on the monitor during a vitrectomy procedure. Following a system exchange, the procedure was completed with no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).